Event description:
Explantation surgery 12 days ((B)(6) 2019) after primary surgery ((B)(6) 2019) due to dislocation and infection. Patient complained in the recovery room of the shoulder feeling loose following primary surgery. X-ray a few days after primary surgery showed dislocation of the shoulder joint. At revision, there was no fixation of cement to the bone for the proximal body of the stem.